Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the hospital for evaluation after receiving shocks. The ICD was interrogated and the health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). The presenting egm showed that the patient would go in and out of a tachy rhythm maintaining enough beats to stay in the ventricular tachy (vt) zone and received bursts of anti-tachycardia pacing (atp) and shocks throughout multiple stored ventricular episodes. The ventricular rate was observed to be irregular at times, however the morphology discriminator showed the rhythm as uncorrelated. Ts discussed review findings with the hcp and recommended for the device treating clinician be contacted for further evaluation. The hcp stated they would admit the patient into the hospital. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the hospital for evaluation after receiving shocks. The ICD was interrogated and the health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). The presenting egm showed that the patient would go in and out of a tachy rhythm maintaining enough beats to stay in the ventricular tachy (vt) zone and received bursts of anti-tachycardia pacing (atp) and shocks throughout multiple stored ventricular episodes. The ventricular rate was observed to be irregular at times, however the morphology discriminator showed the rhythm as uncorrelated. Ts discussed review findings with the hcp and recommended for the device treating clinician be contacted for further evaluation. The hcp stated they would admit the patient into the hospital. At this time, the ICD remains in service. No additional adverse patient effects were reported. Subsequent additional information was provided that reported that this ICD device was explanted and replaced with a new device. No additional adverse patient effects were reported.